Event description:
Information received relating to a trial conducted outside of the us reported that re-percutaneous transluminal coronary angioplasty (ptca) was performed most likely due to restenosis of two previously implanted stents.